Event description:
It was reported that during a da vinci cholecystectomy procedure, it was noted that the crocodile grasper instrument became bent during its use. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument main tube was broken. The main tube was broken at the distal end. The tube was fractured at the interface with the clevis. The push pull rod had become bent at the distal end after the tube breakage, causing misalignment of the clevis to tube. The broken damage may have been likely due to mishandling/misuse. The endowrist instrument instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.